Event description:
During a hemorrboidectomy procedure, the pt bled one week post-operatively. The surgeon performed a reoperation and the suture was found dissolved proximal to the knot. The surgeon re-applied suture. The hospital has reported that the pt's status is satisfactory.